Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and replaced the defective display monitor. Per the customer's request, the fse also replaced the pneumatic module assembly and the broken front end pcb. The unit passed all functional and safety checks and was returned to the customer and cleared a for clinical use. (B)(6).

Event description:
It was reported that during a routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) appeared to have a defective monitor lcd. There was no patient involvement and no adverse event reported.